Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the driver of bus pushed him on and off bus but when he did the driver hit the seat of the unit on the seats on the bus and that is when the damange initally occurred. Seat will not stay in place [?] Tech came down to check unit. Consumer had rope tied to seat to keep it in position and when tech took it off he allegedly did not put it on tight the consumer ran into towel rack and a furnace.

Manufacturer narrative:
The seat was mated with the base and the seat handle would not engage with the clover leaf on the seat post causing the seat to rotate freely. The evidence of paint on the handle and text indicating the damage occurred on a bus would appear to indicate the seat/post interface was compromised.

Event description:
Consumer alleges the driver of bus pushed him on and off bus but when he did the driver hit the seat of the unit on the seats on the bus and that is when the damange initally occurred. Seat will not stay in place [?] Tech came down to check unit. Consumer had rope tied to seat to keep it in position and when tech took it off he allegedly did not put it on tight the consumer ran into towel rack and a furnace.